Manufacturer narrative:
(B)(4). Not being connected when therapy is initiated is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm during the initial drain. The home patient had initiated therapy before connecting to the patient line, and did not connect until after the initial drain had started. The technical service representative advised the home patient to start over with new supplies, and reviewed proper procedure. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.